Event description:
It was reported that the patient died two days after implant of a dual chamber implantable cardioverter defibrillator (ICD) system. At the implant procedure during the defibrillation threshold testing (dft), the patient required an external rescue shock after four attempts at twenty-five and thirty-five joules did not convert the patient's rhythm. The patient presented to the hospital two days after implant for a pericardiocentesis. During the procedure, a magnet was placed over the device, the patient's rhythm "went in and out of [ventricular fibrillation]." External rescue did not work and the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. The cause of death is unknown.